Event description:
Deceased suffered fatal cardiac arrest due to coronary atherosclerosis while under o2 therapy. Defibrillation in the presence of o2 resulted in a fire. No evidence fire contributed to death. No defects in defibrillator found.